Manufacturer narrative:
It was reported that the device allegedly caused an unexpected shock to the patient when the device experienced a sudden frequency jump. There was no reported patient consequence or adverse event. Djo is awaiting the return of this device. Additional reporting on this event will be provided as a supplemental report to this document if and when the device is returned for evaluation.

Event description:
It was reported that the device allegedly caused an unexpected shock to the patient when the device experienced a sudden frequency jump. There was no reported patient consequence or adverse event.